Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Healthcare professional reported "extracapsular rupture", "rounded skin calcifications", "gel and silicone overflow", "nodule", "cysts", "fibrous capsule" and "ganglion with silicon infiltration" via ultrasound. This record is for the right side. The device remains implanted.